Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 539 mg/dl. The other relevant blood glucose level was 357 mg/dl, 90 mg/dl, 307 mg/dl and 136 mg/dl. Troubleshooting was not performed for high blood glucose. The insulin pump will be returned for analysis.